Event description:
The customer reported that device displays a loudspeaker error. The device was in used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.